Event description:
Catheter inserted left arm. During insertion pt c/o "flushing". Sensation lasting 1-2 min. 10a benadryl 50 mg for "itching" left arm. 4pm c/o shortness of breath, "feeling out of it". Facial flushing. 415pm catheter removed, 430pm symptoms almost gone. 445pm flushing gone, no shortness of breath.